Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a fall. During the hospital stay, their outputs dropped and the patient received cardiopulmonary resuscitation (CPR) for approximately 90 seconds. Upon checking the patient¿s pacemaker, some atrial tachy response episodes with r-wave oversensing were noted. The pacemaker tracked the r-wave sensing up to 130 beats per minute so the ventricular rates were high at times, but not during the time of the patient requiring CPR. Additional information provided from the field indicated the cause of the fall was not determined, but it may have been associated with the drop in the patient's outputs. The physician adjusted the automatic gain control setting and the pacemaker remains in service. No additional adverse patient effects were reported.